Manufacturer narrative:
On 03/20/2018, it was reported to mentor that the device history record (DHR) of lot number 87615 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/05/18, it was reported that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/24/18, it was reported to mentor that the device evaluation and investigation was completed. Upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. Pe observed a crease on the anterior and posterior aspect, an area of shell abrasion was also observed at the end of the rent on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent measuring 0.1 cm on the posterior aspect within crease and shell abrasion area. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 200cc, catalog number 3501625, lot number 96585. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a primary breast augmentation procedure with saline mentor smooth round moderate profile 200cc breast implants and experienced deflation on the right breast implant. The deflation was diagnosed after surgery by the healthcare professional. The left breast implant was not affected. As a result, the patient had undergone bilateral explantation on (B)(6) 2018. Patient¿s condition after the surgery was stable.